Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown amount of time. The patient went to urgent care and was diagnosed with an infection. The patient was treated with antibiotic. After the third dose of antibiotic he woke up with a severe rash and went to the ER (emergency room). The ER immediately had him stop the original antibiotic and was prescribed doxycycline.